Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented in the emergency room with pain in their neck and shoulders, numbness and coldness in their hands bilaterally (to the point the patient cannot operate buttons/zipper), generalized weakness, cramps/muscle spasms in chest and neck, and complaints of intermittent ¿electrical shock that crosses mid chest from left to right¿. This patient had a driveline repair earlier this year, a mpu replacement, and system controller exchanges. The patient is currently on a power module with an ungrounded cable. Log file analysis did not capture any unusual events. The mcs equipment was operating as intended and does not appear to be contributing to the patient reported electrical shock. No further information was provided.

Event description:
Additional information was received that the electrical shock was due to a patient condition. The patient issues were related to ongoing quadriplegia from cervical spine compression and not related to the device. The patient was having nerve stimulation from the c5 compression. No further information was provided.

Manufacturer narrative:
Section b5: additional information. The patient's driveline repair earlier this year with associated mpu replacement and system controller exchanges was reported under MFR. #2916596-2018-05399. Section d4 and h4: additional information. Manufacturer's investigation conclusion: the reported event could not be confirmed and a specific cause could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU and heartmate ii lvas patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had no longer experienced the same symptoms after an emergency c2-c5 laminectomy and spinal cord decompression.